Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failures error was detected when self test was performed. The customer's blood glucose level was unknown. It was also reported that the cannot find sensor signal alarm and no glucose value alarm occurred frequently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No unexpected cannot find sensor signal alarms or no glucose value alarms noted during testing. Pump error 63 was present in the pump trace download due to poor solder joints at the keypad assembly. Unit received with corroded battery tube.